Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that in office physician is seeing possible rv lead dislodgment or loss of capture. Follow up x-ray was requested.